Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, version #: 2.1.0 h3). A manufacturer representative (rep) went to the site to test the navigation system. No hardware parts were replaced and the system performed as intended.  Codes: b01, c19, d14 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used intra-operatively during a sacroiliac and thoracolumbar procedure. It was reported that the surgeon reported a 1.5 millimeters (mm) inaccuracy superiorly during a posterior-cervical thoracic fusion. The field representative (rep) was performing the system checkout for this case during the call and was unable to replicate the issue while using a saw-bone model. No known impact to patient outcome. There was a surgical delay of less than one hour.

Manufacturer narrative:
H2-3) the software analysis concluded that the logs captured that the site used imaging system auto registration on the date of the issue reported. Archives had 2 imaging system exams with 192 slices each but did not captured any abnormalities. As per the case description, the surgeon reported a 1.5 mm inaccuracy superiorly during surgery. As per the IFU of the navigation and imaging systems and 3d fluoroscopy imaging, the accuracy <(><<)>= 2mm was within the margin of navigational accuracy. The reported issue was unable to replicate during the system checkout, and wo was passing. Based on the information provided, reported inaccuracy of 1.5 mm is wit in the margin of navigational accuracy and issue was unable to replicate, there was no indication that a software anomaly contributed to the reported behavior. Software appeared to be working as designed. Codes: b01, c19, d14 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.